Manufacturer narrative:
Manufacturer¿s investigation conclusion: the account provided images of the patient¿s pump cable, which confirmed cosmetic damage to the external polymer jacket / underlaying armor layer. The afflicted area was later covered with rescue tape. The controller event log file contained events spanning from 04oct2023 to 06oct2023. The pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial (B)(6) . The lvad event log file captured transient pump reset events from 22sep2023 to 24sep2023. A specific cause for the observed resets could not be determined as there is no controller event data available for this timeframe. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care. This section outlines all system controller alarms, as well as the appropriate actions associated with them. The user is warner of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 left ventricular assist system patient handbook contains the following information: section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to keep the driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 outlines all system controller alarms, as well as the appropriate actions associated with them. The user is warner of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline damage which was remedied with rescue tape. The driveline damage appeared to be cosmetic. The log files were submitted for review and captured transient pump reset events from 22sep2023 to 24sep2023.. No other unusual system controller alarms or pump faults were seen in the log files. The pump appeared to be operating as intended.